Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was "high" with large ketones. However, the exact value was not provided. Bg was addressed with a bolus via manual injection. Reportedly, customer reverted to an alternate pump for insulin therapy.